Event description:
According to the initial reporter: "green trigger wire was difficult to pull out, and when it was pulled out the graft migrated back; device was removed from patient, and another graft (alpha) had to be placed in the originally intended location. The third graft was already planned as part of the procedure. Dm believes adhesive may have been a contributing factor (like it was stuck together)."